Event description:
Helix remains in right atrium.

Manufacturer narrative:
Final analysis found that the measured battery data was lost when the telemetry link was broken. This was caused by a discrepant integrated circuit. The product code could not be downloaded.